Event description:
It was reported in an article in the journal "clinical medicine insights" titled, "transhepatic tunneled catheter using left hepatic vein: the last resort for dialysis", that the patient died 18 months following the initial transhepatic catheter insertion. During this period, the catheter was changed four times due to dislodge and/or dysfunction.

Manufacturer narrative:
H10: masa abaza, sloan e almehmi, ammar almehmi (2021). Transhepatic tunneled catheter using left hepatic vein: the last resort for dialysis. Clinical medicine insights, 21:14:11795476211066354. Doi: 10.1177/11795476211066354. Ecollection 2021. H10: date of death for this patient was not provided, date of death updated as 01-jan-1900 for the MDR submission requirement. H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: masa abaza, sloan e almehmi, ammar almehmi (2021). Transhepatic tunneled catheter using left hepatic vein: the last resort for dialysis. Clinical medicine insights, 21:14:11795476211066354. Doi: 10.1177/11795476211066354. Ecollection 2021. Date of death for this patient was not provided, date of death updated as 01-jan-1900 for the MDR submission requirement. Manufacturing review: a manufacturing review was not requested as the lot number is unknown. Investigation summary: the device was not returned for evaluation. No photos/videos or medical records were provided. The investigation is inconclusive for the reported dislodgement/migration and unspecified dysfunction as no objective evidence has been provided to confirm or characterize these events. A definitive root cause for the dislodgement/migration and unspecified dysfunction could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. G3, h6 (component). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported in an article in the journal "clinical medicine insights" titled, "transhepatic tunneled catheter using left hepatic vein: the last resort for dialysis", that the patient died 18 months following the initial transhepatic catheter insertion. During this period, the catheter was changed 4 times due to dislodge and/or dysfunction.